Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as surgical damage. Additional observations: crease flat and wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.1., d.4., d.9., h.2., h.3., h.4., h.6.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.